Event description:
Heartware patient presents with high watt alarms, elevated lactate dehydrogenase (ldh) (1100; peaked at 1626) in the setting of international normalized ratio (inr) 1.2 (on coumadin) and aspirin 325 mg daily. With the addition of heparin therapy, ldh decreased to 485 and ventricular assist device (vad) waveforms returned to baseline. Decision was made to pursue heart transplant upgrade and patient was discharged home with therapeutic international normalized ratio (inr). Patient represented to hospital 3 days later with recurrent high watt alarms, hemoglobinuria and ldh 727. Despite addition of heparin therapy, ldh continued to escalate to peak at 2400 two days later; creatinine also increased from 1.7 to 2.2 over that time. Decision made to exchange device to heartmate 3 on 12/4/2017. Pt discharged home with acute kidney injury (aki) (no dialysis), therapeutic inr and aspirin 325 mg daily 2 weeks after discharge.